Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that after a pancreatoduodenectomy procedure, the patient underwent a secondary video laparoscopic procedure on post-operative day (pod) #4. The reason for the secondary procedure is unknown although a nurse indicated the issue was unrelated to the robotic system. Additional information has been requested; however, no response has been received.